Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, non-sustained right ventricular oversensing episodes were noted. Some episodes appeared to be a result of pseudofusion and others to be post paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.